Event description:
It was reported a patient experienced peritonitis manifested as abdominal pain, nausea and vomiting coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day. Treatment was not reported. The patient recovered and was discharged eleven days later. No additional information is available. This is report 5 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd895011 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be submitted. (B)(4).